Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. During that initial review, an inappropriate shock was found due to atrial rhythm. The boston scientific technical services (ts) indicated that after the shock all measurements have returned to normal. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 and code a072202 added in h6. Correction: m/s, field d4.

Event description:
It was reported that, this right ventricular (rv) lead exhibited shock impedances out of range at 0 ohms. During that initial review, an inappropriate shock was found due to conducted atrial rhythm. The boston scientific technical services (ts) explained that this unexpectedly measurements at zero can occur during electromagnetic interference (emi), especially during an ablation. The field representative will inquire with health care professional (hcp) if this was occurring or what was patient was doing. At this time, all measurements have returned to normal. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range. During that initial review, an inappropriate shock was found due to atrial rhythm. The boston scientific technical services (ts) indicated that after the shock all measurements have returned to normal. This rv lead remains in service. No adverse patient effects were reported.